Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve and commander delivery system would not advance through the esheath+ near the left common femoral/left external iliac junction. Multiple attempts were made, and it was decided to change for a 16 fr esheath+ and a new 23mm sapien 3 ultra valve. The 16fr esheath+ was advanced without issue and a new 23mm sapien 3 ultra valve was delivered through the 16fr esheath+ and successfully deployed. Upon closure, a vessel perforation was observed, the team was not able to confirm the root cause. The patient was treated surgically.

Manufacturer narrative:
Correction to h6 based on additional information. The devices were returned to edwards lifesciences for evaluation. The devices were visually inspected upon return and the following was observed: esheath liner partially expanded until 9 inch distal of the strain relief; remaining liner unexpanded, distal tip unopened, esheath shaft kinked 1 inch from strain relief, at the location of crimped valve, and the esheath shaft twisted. The delivery system and valve associated with the complaint were advanced through the esheath. However, due to the condition of the returned device (sheath shaft kinked), the esheath liner tore. However, the esheath distal tip opened as designed. A 3mensio report was provided by the facility, and the following was observed: the patient's vessels were undersized with calcification and tortuosity was present in the access vessel. A 14f esheath+ requires a minimum vessel diameter of 5.5mm. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed related confirmed reported events. Of those complaints, there were no manufacturing non-conformances that would have contributed to the reported event identified. Available information suggests that patient factors (undersized vessel, tortuosity, calcification) may have contributed to the reported event. There were no labeling/IFU deficiencies were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through the esheath and esheath kinked/ bent were confirmed through evaluation of the returned device and imagery. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per the complaint event, 'the physicians were having difficulty getting the 23mm s3u valve to advance through the 14 fr esheath near the left common femoral/left external iliac junction. Multiple attempts were made.' Follow-up information also noted, 'they were pushing hard to get it to advance so they are unsure if the kink happened due to the push force'. Per visual inspection of the returned device, the sheath shaft was twisted and kinked 1 inch distal of the strain relief, at the location of the crimped valve. Per review of the provided procedural imagery, the access vessel was undersized. Tortuosity was also present in the access vessel. Per the training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.' Undersized vessels can create a constrained condition resulting in difficulty during sheath expansion, therefore increasing resistance. Tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system, further contributing to the reported resistance. It is possible that the tortuosity paired with excessive manipulation contributed to the kinking of the sheath shaft. In addition, it was reported that during post procedural benchtop assessment, the field was able to advance the valve through the sheath past the location where it would not advance while in the patient, further suggesting that the complaint event was due to patient related factors. A CAPA and a product risk assessment was previously initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath/esheath+ resulting in high push force. As such, available information suggests that patient factors (undersized vessel, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.